Event description:
It was reported that the user experienced sustained hyperglycemia with sensor glucose readings over 400 mg/dl for approximately 90 minutes after eating a banana, and the user was unable to perform a supply change without assistance and planned for a caregiver to help. Symptoms included elevated blood glucose. Outcomes included no reported hospitalization or medical intervention beyond planned troubleshooting and education. Investigation included complaint intake and user troubleshooting guidance. Investigation of this case revealed no device malfunction reported and no device component issue identified, with the event potentially associated with hyperglycemia of unclear cause in the context of missed or delayed supply change and recent carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.